Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the connection port. Upon further inspection a "pin point hole" was observed the event occurred during a total parenteral nutrition (tpn) and intra lipid (il) infusion. The tpn/il were taken down and IV fluids were hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional phone no.: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03242. All information can be found under manufacturer report number 1416980-2022-03242. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.